Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the unit has a bubbled up downstream occlusion (dso) seal. The results of the investigation found a lifting dso seal and a buckling upstream occlusion (uso) seal. There was no patient involvement.